Manufacturer narrative:
(B)(4). D10: 00585004202 - distal femoral xt component size b right use with polyethylene insert xt size b use with xt only for cemented use only in the u.s.a. - 64601440. 00585205019 - fluted stem extension straight precoat for cemented use only 19 mm diameter 130 mm length - 64002136. 00585204135 - stem collar 35 mm o.d. For use with 17 mm - 19 mm diameter segnmental stems - 64426609. 00585204035 - stem collar 35 mm o.d. For use with 16 mm or smaller diameter segmental stems - 64875691. 00585001296 - polyethylene insert xt size b use with distal femoral xt size b use with xt only - 64535490. 00585002014 - articular surface with segmental hinge post size b 14 mm height - 63865581. G2: foreign country: australia. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee surgery. Subsequently, the patient underwent a revision due to femoral loosening approximately 4 years post-op. The femoral side and poly was exchanged. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon reassessment of the reported event, it was determined to be not reportable as the device is not bone-interfacing. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.